Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom intermittent false upstream occlusion alarm which could be confirmed during the event history log review and found to be caused by an out of specification upstream sensor . The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent false upstream occlusion alarm. There was no patient involvement. No additional information is available.